Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, there was an issue of air ingress with the introducer sheath. It was also observed that the hemostasis valve had been damaged. A new introducer was used instead. No patient complications have been reported as a result of this event.